Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that upon attempting to remove the lag screw, it was noticed that one of the teeth on the tip of the lag screw inserter was bent, not allowing the inserter to engage the lag screw. When trying to straighten out the bent piece, the piece broke off. We then opened back up set of gamma instruments & completed case successfully.

Manufacturer narrative:
Product inquiry stated the lag screwdriver gamma3 to be the subject product. No further associated products were reported. A review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer time (manufactured in 2012), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation revealed that one of the four pegs of the lag screwdriver received was completely broken off. The broken off piece was not returned. According to information received ¿¿when trying to straighten out the bent piece, the piece broke off¿¿. The breakage surface showed the typical structure of a forced, ductile fracture due to overload with an evident material displacement. The remaining pegs were found more or less to be bent and marks respectively material displacement at the very tip of the pegs could be verified. Evaluation of any damage characteristics suggests that the item had not been used as intended. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that upon attempting to remove the lag screw, it was noticed that one of the teeth on the tip of the lag screw inserter was bent, not allowing the inserter to engage the lag screw. When trying to straighten out the bent piece, the piece broke off. We then opened back up set of gamma instruments & completed case successfully.